Event description:
The pt reported that infusion device shuts down for a "few seconds" without alert or error message. He changed the battery, but the issue persists. No physiological effects were reported. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.